Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level.